Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05928 and 2134265-2013-05919. (B)(4). It was reported that post percutaneous coronary intervention (pci), myocardial infarction and in- stent restenosis occurred. In (B)(6) 2010, the patient was diagnosed with myocardial infarction (killip I classification) and cardiac catheterization was recommended. Target lesion #1 was a de-novo lesion located in the proximal right coronary artery (rca) with 100 % stenosis and was 15 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with predilation and placement of a 16mm x 3.00mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located proximal left circumflex artery (lcx) with 99 % stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #2 was treated with predilation and placement of 3.00mm x 12 mm taxus liberté stent, with 0% residual stenosis. After three days, staged intervention of the left anterior descending artery (lad) was performed. Target lesion #3 was a de-novo lesion located mid lad with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. Target lesion #3 was treated with direct stent placement using a 2.50mm x 8mm taxus liberté stent overlapping distally with another 2.50mm x 8mm taxus liberté stent. Following post dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In august 2013, the patient presented with non- st elevation myocardial infarction and was hospitalized on the same day. At the time of event, the patient was taking aspirin. Both study drug and other unknown antiplatelet medication were last taken in may 2013. The patient was referred for pci and cardiac catheterization was recommended. The 90% focal in stent restenosis was noted in proximal lad extending until mid lad. This was treated with balloon angioplasty and placement of 2.5mm x 23 mm non bsc drug- eluting stent . Following post dilation, residual stenosis was 0%. The event non- st elevation myocardial infarction was considered resolved without residual effects. Two days post- procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient presented with precordial chest discomfort associated with headache, nausea and vomiting. The patient also experienced ventricular fibrillation which was treated with defibrillation. ECG revealed st-elevation. Cardiac catheterization was recommended. During the procedure, the patient became extremely bradycardiac and temporary pacemaker which was already in place was activated. Target lesion #4 was a de novo lesion located proximal lad with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. Target lesion #4 was treated with pre-dilatation and placement of 3.00 x 16 mm taxus liberte stent, with 0% residual stenosis. In (B)(6) 2013, the patient presented with burning chest pain. ECG changes were non-specific. Troponin levels were elevated but did not meet protocol definition of myocardial infarction. The residual stenosis following post dilation and after direct stent placement in the proximal left anterior descending artery (lad) to mid lad was 3.0% and not 0% as previously reported.